Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Replaced front cover bottom front corners cracked, rear case bottom front corners cracked, linear sensor causing error 353.6650, replaced bent tube drive, carriage block with worn split nut, pressure sensor harness causing error 354.6770, barrel clamp cracked handle, flange gripper discolored, flange gripper wiper seal cracked, left handle cracked. There was no patient involvement. Broken/damaged- 02/07/2020 10:44:20 rfc_repairs (rfc_repairs) po for $579. 353.6650 and handle/rear case damaged